Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had rewind issues. No additional information was available. Attempts by customer support to follow-up on the matter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found loss of prime warnings due to non-zero low force. Using test battery cap and test cartridge cap, the pump powered up to and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were completed and recorded correctly. The force senor calibration reading was within specifications.